Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with google pixel 6 phone with android operating system version 14. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced seizures and a loss of consciousness. The customer was seen at a hospital and received treatment of glucose gel for a diagnosis of hypoglycemia. Customer additionally received 9 stitches in the skull and was put on oxygen support by a health care professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. The customer experienced missing high/low glucose alarms with freestyle libre link application. Adc attempted to replicate the reported issue using similar configuration of google pixel 6, android 14 operating system, app version 2.11.1.10973. The reported issue was unable to be replicated and the system function as intended. There was no issue identified with the freestyle librelink app during the replication that would have led to the reported issue. The device mfg. Date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.